Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7017355.

Event description:
It was reported that the patient developed an infection at the ipg pocket site the patient underwent an explant procedure and was doing well postoperatively. The explanted device components will not be returned as they were discarded.